Manufacturer narrative:
Stryker product assessment center (pac) evaluated the returned power supply and power pcb. During evaluation at pac, the reported issue was duplicated and verified. Visual inspection showed that capacitor c3 of the eos power supply pcb is bulged / blown and fuse f1 blown. The blown fuse is the root cause of the reported event. The components were archived by pac.

Event description:
The customer contacted stryker to report that their device was not powering on. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.

Manufacturer narrative:
Stryker evaluated the customer's device and duplicated the reported issue. Stryker replaced the device's power supply and power pcb to resolve the reported issue. After completing other unrelated repairs, proper device operation was observed through functional and performance testing and the device was returned to the customer for use.

Event description:
The customer contacted stryker to report that their device was not powering on. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.